Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic cholecystectomy, pneumo was leaking out of the abdominal cavity at a very slow rate while using the trocar for access into the abdominal cavity. The seal was found to be damaged. Surgery was able to continue despite the slow pneumo leak. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the obturator was received inserted into the cannula; prolonged insertion can cause the seals to become stretched. The o bturator was removed, and the duckbill seal and circular seal were stretched out. The cannula, obturator, seal housing, and stopcock appeared intact. Functional testing found that the device failed an air leak test. The product was shipped back with the obturator inserted in the cannula, and therefore the length of time it was inserted during shipment may have also resulted in the stretched seals. The seal housing was broken open to remove the circular seal to check for subassembly overall height. The measurements with calipers were within acceptable range. It was reported that the seal was damaged and there was a leak. The reported issues were confirmed. The most likely cause was supplier-related. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.